Manufacturer narrative:
Mfgr. Service was not requested. Mfgr. Service was not requested.

Event description:
The customer reported the backup alarm test failed when performing pre-operational testing of the ventilator. No patient involvement.